Event description:
A fastlload cta dual syringe pack, from lot 241679, was placed on the injector head and the contrast and saline loading process was initiated. The CT tech walked away to place a sheet on the exam table and to distance myself from the head unit. No audible noise was made , but when the CT tech stepped back to the injector he noticed the black and white plunger on the contrast side was stuck at the top of the syringe and some white plastic was missing.